Manufacturer narrative:
Evaluation conclusion: the device wasevaluated but no repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly will be replaced to address the issue.